Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a burn-like irritation under the rear therapy pads of the lifevest. It was reported that the irritation was itchy. Follow-up indicated that the irritation was improving, but was still itchy. The patient did not receive any medical intervention for the irritation. The patient reported that she was worried that she was going to be "permanently scarred" from the irritation. Reporting this event out of an abundance of caution as the patient reported that she might have permanent scarring.